Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states the sensor alarmed for threshold suspend. The customer states their blood glucose level had been 170 mg/dl, but their sensor was reading 40 mg/dl. The customer states they had received bad sensor and calibration alerts. The customer's blood glucose level at the time of incident was 175 mg/dl. Troubleshoot was conducted. The customer was advised the change sensor and monitor the device.